Event description:
An implant card was received which stated that the lead and generator were replaced due to the lead being broken. It was later reported that high impedance had been observed as the result of a diagnostic test a few months prior. The explanted products have not been received to date. No additional relevant information has been received to date.